Manufacturer narrative:
This report is being supplemented to provide additional information based on the device evaluation and the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 5 months since the subject device was manufactured. The device was not returned to olympus for inspection; therefore, the customer's complaint was not confirmed. As a result, a definitive root cause could not be determined. Based on the results of the investigation, it is presumed that the phenomenon was caused by incorrect cable connection. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The evaluation of the event is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported the video system center displayed no image on 4k monitor. The issue occurred before procedure for an initial setup. There were no reports of patient harm.